Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. Gastrointestinal/pelvic floor it was reported that experienced pain over the stimulator site, an increase of urgency, urge incontinence, and incomplete bladder emptying. An x-ray done on (B)(6) 2022 showed the device intact, but the patient requested the removal of the system. The patient also reported a loss of symptoms. This event was possibly related to the device or therapy but not related to the implant procedure. The entire system was explanted but not replaced on (B)(6) 2025. The issue was resolved without sequelae (B)(6) 2025.